Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. Evaluation start date: (B)(6) 2021. It was reported that the patient went to lay down and started bleeding; caller was referred to the doctor for any medical questions or concerns for the patient. On (B)(6) 2021 it was reported that the patient had not voided on their own so, they checked the programmer and noticed the lead had become disconnected from the ens. The lead has been reconnected and now the patient had the largest void on his own.